Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 14mm amplatzer septal occluder was implanted using a 8f amplatzer trevisio delivery system. The defect was reported to have been sized at 18 mm using a sizing balloon (sb), with device sizing determined based on fluoroscopy and transesophageal echocardiography (toe) measurements; it was additionally noted that a 12 mm asd was initially missized prior to implantation of the 14 mm device. The procedure was performed under toe and fluoroscopic guidance, and a stability check was reportedly performed. The patient subsequently presented for a routine follow-up on (B)(6) 2026, at which time it was identified that the device had embolized. It was clarified that the device had completely dislodged from the implant site, with suspected missizing considered a potential contributing factor. This finding was confirmed on a routine chest x-ray, which demonstrated that the device had migrated to a position just below the renal arteries. It was further reported that the embolized device did not result in partial or complete obstruction of blood flow. It was further reported that a retrieval procedure was planned, with the patient scheduled to undergo device removal in the emergency room on (B)(6) 2026. The retrieval was described as a planned elective procedure rather than an emergency intervention.